Event description:
Vague report recd via medwatch: "suspect patient tampered with pca pump and extracted dilaudid. Report filed to notify of ability to use an external device (IV bag wire hanger) to push plunger on syringe on what is supposed to be a secure device." There was no pt injury or overdose.